Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the atrial, ventricular sense, and ventricular shock channels. A guidant technical services (ts) consultant provided possible causes for the noise, including lead crush, emi, or high voltage lead reversal in the header. Differential diagnosis of the likely root cause suggests high voltage lead reversal in the header as the likely cause. Ts recommended attempting to reproduce the noise through isometric manipulation, and provided programming options to mitigate future occurrence. To date, there have been no reported patient symptoms associated with this clinical observation.